Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an occlusion alarm. The customer's blood glucose (bg) level was impacted and an injection of insulin was used to address the bg level. The customer changed the cartridge, infusion tubing and site. The next day the customer's bg was 200 mg/dl. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.